Event description:
A surgeon that while performing a left eye cataract surgery a posterior capsular tear occurred. There was vitreous loss and the toric lens implant fell to the back of the eye. The pt was sent to a retina specialist for evaluation and treatment. Upon follow up the surgeon reported that 48 hours after the initial surgery a pars plana vitrectomy was performed, an adhesive iol was placed, and a surgical iridectomy was performed. The pt is recovering. No additional information is expected for this case.

Manufacturer narrative:
There was not a phaco tip sample returned for evaluation. There were no lot number identified with this complaint; therefore, a lot history review could not be conducted. The root cause cannot be determined from this evaluation. (B)(4).